Manufacturer narrative:
Patient weight is unknown. A product investigation was completed: this complaint condition is confirmed; the distal hinge of the device has broken. It is likely that the application of excessive force while cutting a cable has led to this complaint condition. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Per technique guide , the 03.607.513 front cable cutter is an instrument routinely used for treatment of periprosthetic fractures in the cerclage passer system. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. UDI#: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No anomalies were detected during device history record review. There were no nonconformances generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2016 for a proximal femoral fracture, as the surgeon was using the cable cutter instrument to cut a cerclage wire; one of the screws that held the cutter together snapped in half and the metal ring on the cutter fell onto the operating room floor. All instrument fragments were retrieved and did not enter the patient's wound. The surgeon used another cutting instrument that was available in the operating room to complete the surgery. It was reported that the surgery was completed successfully with no extended operating room time and no harm to the patient; patient is in stable condition. Concomitant device: cerclage wire- item and lot number are unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Updated information for actual date of surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported the surgery date was on (B)(6) 2016 for a proximal femoral fracture. The date was actually reported as (B)(6) 2016.